Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported "rupture confirmed via MRI and an exchange of textured devices due to patient's concern with product". This record is for the right-side. Device has been explanted and replaced.

Event description:
Patient reported "rupture confirmed via MRI and an exchange of textured devices due to patient's concern with product". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; g.2; h.6.

Event description:
Device has been explanted and replaced.